Event description:
Total knee replacement on (B)(6), 2009. Continued pain and swelling. Limited walking, unable to sleep at nights. Orthopedic doctor has referred me to cleveland clinic for revision and/or replacement. Appt is (B)(6) 2011.